Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Event description:
Boston scientific received information that during a normal patient follow up, this implantable cardioverter defibrillator (ICD) displayed the fault code 1003 and the warning message that the voltage was too low for the projected remaining capacity. A memory download was performed and sent to boston scientific for further evaluation. A boston scientific engineer reviewed the data and confirmed that a low voltage fault had been declared as a result of an additional current drain on the device¿s battery. At this time delivery is currently unaffected; however, the device is malfunctioning and should be replaced. The ICD has a sufficient reserve to maintain normal therapy functions for four weeks. Beyond that time, therapy could not be guaranteed. The device was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two] compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Event description:
--